Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Successfully downloaded history files and traces using thump. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 11:09:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 11:10:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 11:11:12.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 12:59:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 13:00:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 06:35:05.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 06:40:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 06:41:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 06:43:40.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 22:34:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 22:42:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 22:45:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 22:55:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 23:13:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2024 23:14:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 23:19:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 23:22:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 23:39:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during pirme. (B)(6) 2024 23:42:20.000 alarmalertnotification (40) faultnumber: nodelivery (7) during pirme. (B)(6) 2024 23:46:31.000 alarmalertnotification (40) faultnumber: nodelivery (7) during pirme. The pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 02-dec-2024 in the formatted history file. Low battery alert was found on: (B)(6) 2024 15:16:00.000. Insert battery alarm was found on: (B)(6) 2024 15:25:34.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected low battery alert noted during testing. Sensorexpiredalert (794) was found on: (B)(6) 2024 12:26:44.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-378a, mmt-1884. Troubleshooting was performed and insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-378a. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.